Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white foreign material was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The foreign material was discovered in an unspecified location of the bag and it was not specified if it was inside or outside the fluid path. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device manufactured between may 05, 2019 to may 08, 2019. The device was received for evaluation filled with solution. Visual inspection was performed using the naked eye which revealed a floating white foreign matter inside the fluid pathway (inside the bag), measuring approximately 0.10 inches in length. No damage was observed of the fill port connector/cap. No functional testing was performed on this sample. Fourier transform infrared (ft-ir) spectroscopic analysis of the particle produced a spectrum that was consistent with an acrylonitrile/butadiene/styrene co-polymer (abs polymer). No evidence was found that the white connector on the container was the source of the particle. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.